Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked battery tube threads, scratched reservoir tube window, cracked case at reservoir tube window corners. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the battery compartment and battery window was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.